Event description:
An optometrist reported a pt returned one day after lasik, with the sensation that a folded contact lens was in his right eye since surgery. The pt was examined and it was determined that the flap had slipped, and there was striae of the flap with fold/wrinkles. The flap was lifted and repositioned that same day. The day after the flap was re-floated, the pt returned and slit lamp examination revealed that the flap was in good position. The steroid and antibiotic drops were continued as normal, and have since been tapered off. The pt has not had any further scheduled appointments to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).